Event description:
It was reported that episodes with intermittent oversensing were observed in rate study. Pt passed away due to complications of diabetes on the same day the episodes recorded.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.